Manufacturer narrative:
The evaluation revealed all implants to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). All implants were documented as faultless prior to distribution. An investigation of the implants was not possible because they were not available (still implanted). Furthermore no additional information was available that explains the patient problems / pain in detail. The root cause could not be determined based on the given information. Problems or pain can have several reasons, listed as contraindications and adverse effects in the IFU, like material sensitivity, inflammation, infection, nerve or tissue damages, etc. The materials used for the implants are highly biocompatible and conform to astm and/or iso standards; (B)(4) for enhanced biomechanical and biomedical performance. Based on the given information a definite relationship between the reported event and the implants could not be determined. A review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Device remains implanted.

Event description:
It is reported by the patient, that she has problems for months. The patient reported, that she guess it could be an allergic reaction. But she is not sure. She moan about pain but there is nothing described more in detail.